Event description:
It was reported that the patient observed lower-than-expected insulin delivery and, after troubleshooting with support, identified insulin leaking from the cartridge of the ilet pump; the patient performed a supply change, cleaned the pump, and reconnected, and blood glucose reached 314 mg/dl while disconnected and after breakfast, with no device alerts. Customer care provided support that included analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue associated with the reservoir component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.